Event description:
It was reported that the patient experienced a lack of effect following a bladder infection. The infection and lack of effect started about 1.5 months ago, and the patient was continuing to see their physician for the infection. The patient was currently taking amoxicillin. It was also noted that the patient was worried that the stimulation affected her arthritis in her spine, hands, and arm. Additional information was received that indicated the patient still had concerns with their device or therapy and was working with her physician but no appointment had been scheduled. The patient also indicated she had not sought further help. The patient noted that medication was not always helpful and that she had polymyalgia arthritis which "could be a problem." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID (B)(4), lot# v819353, implanted: (B)(6) 2011, explanted: na. Product typ lead: product ID 3037, serial# (B)(4), product typ programmer. (B)(4).